Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 feb 2025 has been used as a placeholder since it was stated to have occurred in february. E1 - this complaint was received through: (B)(6). The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding tego¿ connector that experienced tering. The reporter stated that "after priming with saline or hemodialysis the medical staff noticed a deformation and tearing of the housing and the inner part of tego. Because of the mentioned issue d1000 only last for 1 therapy which should not be the case!" The number of involved problematic devices were 4. The problem of the product occurred in (B)(6) 2025. The involved or mating devices was blood tubing system for hemodialysis and the type of procedure was after priming or hemodialysis. It was not detected prior to patient use. There was patient involvement, and no patient harm noted.

Manufacturer narrative:
One used list# d1000, tego¿ connector and one (1) new list# unknown, bts for hemodialysis were returned for evaluation. As received a seal damage and collapsed was observed on the returned tego. Complaint can be confirmed. The probable cause of deformation and tearing of the housing is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective actions are in process. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.